Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an emergency gastric hemostatic surgery. According to the complainant, during the procedure the clip attached to the target lesion, however it would not release from the delivery catheter. The clip eventually released after several attempts but subsequently fell into the stomach. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4): clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs could not be opened, however the clip assembly was deployed. Two clicks were heard. The reported event of clip difficult to release from catheter was not able to be confirmed as the device returned with the clip assembly still attached to the delivery system via the tension breaker and yoke. However, the event may have occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during an emergency gastric hemostatic surgery. According to the complainant, during the procedure, the clip attached to the target lesion, however it would not release from the delivery catheter. The clip eventually released after several attempts but subsequently fell into the stomach. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.